Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation (af) ablation procedure, a pericardial effusion occurred. A transseptal puncture was not performed due to the presence of a patent foramen ovale. Towards the end of the procedure, after the pulmonary vein was isolated, the patient became hypotensive. An echography revealed a pericardial effusion and 1.2l of blood was drained from the pericardium to stabilize the patient. It was noted that heparin was used during the procedure, and act was around 300s. The cause of the pericardial effusion is unknown. The procedure was not completed. The patient is currently stable and recovering. There were no performance issues with any abbott devices.